Event description:
It was reported that during a da vinci-assisted cholecystectomy, the jaws of the clip applier became stuck on the gallbladder and could not be opened, necessitating removal of the instrument from the operative field with the jaws closed. The customer attempted to use the instrument release key, but the jaws remained shut. Since the gallbladder was planned for removal, the surgeon chose to extract the instrument with the jaws closed. A backup clip applier was used to complete the procedure. The event resulted in less than 15 minutes of procedural delay, and no injury was associated with the incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have one bent grip, causing them to be misaligned. The grips were not found to be cracked.